Event description:
An Impella CP device was inserted via the left femoral artery in a 67 year-old male patient undergoing protected percutaneous coronary intervention (PPCI).The patient¿s clinical state prior to initiation of support was unknown. The patient's history is notable for coronary artery disease (CAD).Post procedure, a Manta closure device was utilized for access closure. However, the closure was unsuccessful and manual compression was initiated. A large hematoma developed at the site. Additional access was obtained below the initial site, and a Viabahn stent was deployed to achieve hemostasis. Hemoglobin levels were assessed, and the patient was transfused with 2 units of packed red blood cells. The Manta failure was believed to be the contributing factor to the access site bleed.The patient survived the event with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.